Event description:
Patient admitted to the hospital with second episode of heart failure. He had a 23 mm trifecta valve placed in 2017 at (B)(6) hospital. After echocardiographic evaluation it appears that he has severe prosthetic aortic regurgitation. Since the valve has been in place only 7 years this appears to be early failure and due to previous problems reported with this type of valve this report is being submitted.